Manufacturer narrative:
The insulin pump alarmed prime alarm during prime test due to protruded/loose drive support disk. The insulin pump was received with protruded/loose drive support disk.

Event description:
It was reported that the insulin pump alarmed prime alarm and the cap on the end is protruding. Customer's blood glucose reading is 155 mg/dl. The drive support cap is protruded and customer has pressed the cap while connected. Advised customer to discontinue the use of the insulin pump. Nothing further reported.